Manufacturer narrative:
Updated field: b4, g1(contact person - mfg site), g3, g6, h2, h11. A getinge field service engineer (fse) stated that the failure resulted in automatic inflation not functioning, rendering the device unusable for clinical application. Fse replaced the scroll compressor (0119-00-0236) to resolve the issue. Defective part retained by the customer. All functional and safety checks were performed to meet factory specifications, and it has been handed over for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated that the failure resulted in automatic inflation not functioning, rendering the device unusable for clinical application. Fse replaced the scroll compressor (0119-00-0236) to resolve the issue. Defective part retained by the customer. All functional and safety checks were performed to meet factory specifications.

Event description:
It was reported by the customer during a routine power-on check the cardiosave intra aortic balloon pump (iabp) failed the electrical safety check and displayed fault code #3. No patient involvement and no harm reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is: (B)(6). Due to character limit in the e1 section the full event site address is : (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that during routine inspection, the cardiosae intra aortic balloon pump an electrical safety test failure occured with fault code 3. There was no patient involvement and no injury.